Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient had history of ventricular tachycardia (vt) that has been hard to control. They previously attempted to perform a vt ablation, and a few months ago they added sub-cutaneous array to the system. The patient still has recurrent vt and multiple unsuccessful implantable cardioverter defibrillator (ICD) shocks, so the ICD was explanted and replaced with another manufacturer high output device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to multiple unsuccessful shocks while the patient was in ventricular tachycardia.